Event description:
It was reported that an inquiry was received regarding the cause of atrial undersensing of the implantable pulse generator (ipg). Atrial undersensing was noted, and the atrial sensitivity was reprogrammed to 0.35mv. However, there appeared to be even more atrial undersensing with this value. So the atrial sensitivity was then re programmed to 0.5mv and atrial sensing appeared to return to normal. The paced rate during the atrial sensing test was 70 beats per minute (bpm), and while the atrial sensitivity was programmed to 0.35mv with a slightly lower (lower reasonable limit) lrl, it was noted that the atrial sensing appeared to be better/improve. The facility informed that due to patient atrial fibrillation and device settings the sensing issue is a known phenom. Recommendation was made to reduce the atrial sensitivity to 1.0mv. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).